Event description:
A report was received that the patient's ipg was depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient's ipg was depleting quickly. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The ipg was replaced and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range. Depletion rate with stimulation turned off was slightly higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic was the root cause of the failure as both components were covered in epoxy which made test points inaccessible, and troubleshooting to specific component level not possible.